Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced due to a recent automobile accident and the size of the ipg that caused the patient to experience pain at the ipg site. Effective stimulation was restored. There were no known allegations of deficiencies against the lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via imaging. As a result, surgical intervention may be undertaken to address the issue.